Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. A review of the alarm log identified the occurrence of a high drain 104 alarm. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a high drain 104 alarm during peritoneal dialysis (pd) therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, and the patient may have experienced an increased intra-peritoneal volume (iipv). The patient did not feel overfilled during the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.